Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator had an erratic touchframe. No pt involvement. The cse inspected the device and replaced the touchframe pcb. The unit passed extended self-testing.